Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
After the nurse checked the patient log to have baxter assist in troubleshooting a separate alarm, the nurse stated there was a system error 2240 alarm. The technical service representative (tsr) explained the alarm. The tsr suggested that the home patient (hp) call when having the alarm so baxter can help troubleshoot the alarms. There was no patient involvement indicated at the time of this reported problem.